Event description:
Port was accessed with huber needle, when extension tubing was flushed with a 10 cc syringe of nss it was noted by the nurse that there was a leak at the hub connection site where the flush was connected.

Manufacturer narrative:
Occurrences of this product malfunction are being investigated by vygon qa. The investigation involves in-house investigation of product, use of the product, and component investigation by the supplier. Results of the investigation are still pending and will be sent in a f/u MDR.